Event description:
During a laparoscopic procedure, the j-tip cautery was going to be utilized again when the surgeon noticed that the tip of the cautery was not on the instrument. It could not be found upon a search of the sterile field & surrounding area. All surgeons, the anesthesiologist and nurse manager were notified. A second set of instruments were opened to provide a cautery tip so the case could continue. After the procedure was completed & the pt's incision closed, x-rays were taken of the pt's abdomen. The missing cautery tip was identified as being in the abdomen by the surgical team. A second laparoscopic procedure was performed to retrieve the retained cautery tip; the tip was successfully removed. The pt was under general anesthesia the entire time. It was noted that the case was difficult as the pt was approx. 300 pounds & some pushing and pulling was required. It is felt that this movement disengaged the tip.